Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation of ankle procedure. During the procedure, when trying to remove the insertion handle for expert tibial nail, the tibia was fractured. The procedure was successfully completed, with a twenty-minute surgical delay. The patient's status is unknown. This report involves an insertion handle for suprapatellar. Concomitant devices: expert tibial nail (part number unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).